Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 374 mg/dl while wearing the pod between 1 and 4 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (leg). The patients blood glucose level had also decreased to 46 mg/dl in the morning. In addition the patient reports upon removal of the pod at the insertion site it had taken skin off of the patient and felt burning if touched. As treatment, the patient administered boluses and applied a new pod as well as the patient had applied an antibiotic cream to the pod infusion site.